Event description:
The following event occurred during treatment of a left side vertebrobasilar junction aneurysm: ruptured aneurysm, height 5 mm, width 4 mm and neck 3 mm. Gdc 10-ultrasoft stretch resistant coil synerg detection circuit was tried at the end of the case. Appeared to have deployed in the aneurysm and detached normally, when the microcatheter/coil introducer was removed, the coil stretched and broke, although it had apparently detached normally.